Event description:
It was reported from the us that during a primary shoulder arthroplasty the angle driver broke. The issue was resolved with an alternate instrument. It was confirmed there were no pieces left in the patient and no delay to surgery. The agent was present at the time of surgery. The patient left the room in stable condition. Multiple email requests were sent to the contacts for additional information. No further information has been provided by the contacts related to this event.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei (B)(4), has committed to remediating 3 years of complaints ((B)(4)). This MDR is being submitted as part of that remediation. The device was received for analysis. Eng eval completed on 10/18/2018 by (B)(6). The fractured surfaces appear to be consistent with crack initiation, propagation, and ultimate fracture of the inner shaft. The deformation and scratches appear to be consistent with normal use. All other aspects of the device appear unremarkable and consistent with years of use. Design-related issues: the design of the angle driver has been in the field since 2007. Exactech is aware of one other similar complaint report involving angle drivers since 2007. Because the angle driver is used in total shoulder surgeries, sales data for humeral stems was used to calculate an approximate complaint occurrence rate of <0.5%. This is considered " very low" according to the frequency of occurrence ranking scale. Therefore, this issue does not appear to be design related. Mfg-related issues: exactech is not aware of any other complaints involving parts from this manufacturing lot of 14 units, which has been in the field since 2014. Therefore, this issue does not appear to be manufacturing related. Corrective action is not required because the occurrence rate is " very low", and the risk is captured in the risk management report. The broken instrument reported in experience (B)(4) is likely the result of crack initiation, propagation, and ultimate fracture of the inner shaft. IFU (B)(4): instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. · check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. · if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. There was no reported patient adverse event, it was confirmed that no pieces were left in the patient. An investigation was conducted; the broken instrument reported is likely the result of crack initiation, propagation, and ultimate fracture of the inner shaft.